Manufacturer narrative:
Unit was monitored. Unit passed displacement test and self test. Backlight functioning properly. No audible noise noted button back light button press. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that her insulin pump was making an audible noise that was louder than normal when the backlight is on. Customer's blood glucose was 136 mg/dl. Customer stated the insulin pump was not dropped or bumped. The customer stated there was a mechanical sound that was not typical. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.